Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient experienced incontinence. No adverse patient effects.